Event description:
It was reported that the pump indicated a data log corruption. The blood glucose level at the time of the issue was 6 mmol/l. Reportedly, customer continued using pump for insulin therapy.